Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the guide sheath still attached with 30mm of the balloon exposed. A visual examination of the returned device identified multiple kinks along the length of the shaft. The balloon could not be inflated as the guidesheath covered the proximal side of the balloon. The investigator noted that the inner was kinked 30mm proximal from the distal end of the tip. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. The investigator was unable to remove the guidesheath from the device due to congealed blood on the surface of the shaft and inside the guide sheath. The device was soaked in a water bath and the guidesheath was then moved proximally thereby exposing the entire length of the balloon. The balloon had the appearance of having been inflated. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. Using the same encore, a vacuum was pulled and the balloon deflated within three seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of three seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the balloon was inflated one time to approximately 10 atmospheres. The balloon was ¿quite deflated¿ when removed from the patient¿s body however, the patient did experience pain in removing the sheath and balloon together. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The patient was being treated for stenosis of the subclavian artery. A 10.0x30x135cm express¿ ld vascular stent was deployed and after implantation the balloon did not fully deflate. The physician successfully removed the balloon and sheath together. The procedure was completed with this device. No patient complications were reported and the patient was okay.